Event description:
A user facility biomedical technician (biomed) reported to fresenius that an external dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The biomed reported that blood was leaking from underneath the upper header cap on the dialyzer. The leak was noticed within the first five minutes of the hd treatment. The machine, a fresenius 2008t machine, did not alarm. There was no obvious physical damage noted on the dialyzer. The biomed confirmed with the staff that the device had not been dropped prior to use. Fresenius bloodlines were also being used for the treatment. After the leak occurred, the treatment was stopped. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The biomed confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample reported to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that an external dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The biomed reported that blood was leaking from underneath the upper header cap on the dialyzer. The leak was noticed within the first five minutes of the hd treatment. The machine, a fresenius 2008t machine, did not alarm. There was no obvious physical damage noted on the dialyzer. The biomed confirmed with the staff that the device had not been dropped prior to use. Fresenius bloodlines were also being used for the treatment. After the leak occurred, the treatment was stopped. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The biomed confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was reported to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: a dialyzer from the reported lot number was returned to the manufacturer for physical evaluation. The corporate provided blood port and adapter caps were attached to the returned device. Blood was present throughout the dialyzer. It was noted that the header on the non-cavity ID end was cracked. Further examination of the complaint device did not identify any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Based on the returned complaint sample, the complaint was confirmed due to a cracked header. The probable cause for this failure to occur could be rough handling of the dialyzer during manufacturing, shipping, or by the end user. Since it is unknown when the damage may have occurred, a cause for the reported event could not be established. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.